Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the product code of the device - cdh29 or cdh29a? What were the indications for surgery? What was the exact surgical procedure performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible and tactile feedback when firing the device? Was complete transection of the washer confirmed? Were 2 complete tissue donuts confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current patient status?

Event description:
It was reported that five days after the surgical procedure, filtration of the colo-rectal anastomosis is presented, carried out with a circular stapler. Surgical reintervention to the patient; the patient is operated again, to correct the fistula with manual suture.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please confirm the product code of the device - cdh29 or cdh29a? Cdh29a what were the indications for surgery? What was the exact surgical procedure performed? Good what healthcare professional fired the device and what is his/her experience with the device? More than 5 years where in the green gap setting scale was the indicator located prior to firing? Yes did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes was complete transection of the washer confirmed? Yes were 2 complete tissue donuts confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? No what is the current patient status? Patient is stable at home with a saberte colostomy the anastomosis is expected in 6 months

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.